Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 00/00/2016 to claim intermittent audio output on 00/00/2016. The device has been received for evaluation. The data log was provided by the patient. The data was reviewed on 05/24/2016 and did not confirm the reported event of intermittent audio output past threshold. A definitive root cause could not be determined. A follow-up report will be submitted once the evaluation is complete. There was no report of any injury or medical intervention. No additional even or patient information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on 05/03/2016 to claim intermittent audio output on (B)(6) 2016. The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.